Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a lead "popped off." The lead was repositioned and remains in use. It was also reported that the implantable pulse generator (ipg) site exhibits a "huge bulge. " the device remains in use. No further patient complications have been reported as a result of this event.